Event description:
It was reported that a device displayed a door not fully latched message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported symptom "door not fully latched messages", caused by a failed upper auxiliary flex. The failed upper auxiliary assembly was replaced.